Manufacturer narrative:
The initial reported event was received on (B)(6) 2011 of note, the report of infection is normally submitted via an asr that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died three days after the report of the infection. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for asr reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a competitor that the patient had three leads removed due to infection. Information identified in the manufacture database indicated the patient died three days after the leads were removed due to the infection. Additional information received indicted the patient was admitted initially for chest pain. The patient was growing pseudomonas pneumonia and it was suspected that it was also in the pocket which is why the leads were removed. Cause of death has been requested and not received.